Event description:
It was reported that the device was used during a low anterior resection. Unknown if device malfunctioned. No other information is available at this time. The surgeon converted to an open procedure. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the or staff stated that the surgeon commented on the fact that it was a late case, patient anatomy and just everything. It is unknown if the case was converted due to a device issue, or what prompted the case to go from laparoscopic to open. The case was not converted to open due to a device failure. The surgeon could not find the tumor and that is why the case was converted to open. After the case was converted to open, the device was used and there were incomplete donuts. The patient received a possible permanent colostomy. The colostomy was needed as there was not enough tissue to use another device and create a successful anastomosis. The patient is currently stable. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information: [sales rep does] not have any additional info. [Sales rep does] know that no purse string was used and the surgeon had training on the device and has used it multiple times. It was stated at the time that the patient would have a permanent colostomy.

Event description:
.